Manufacturer narrative:
The reported event was confirmed as cause unknown. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted the balloon had mushroomed. Attempted to inflate the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) but a pinhole 0.013" was found on the balloon. The returned sample does not meet specification as per inspection procedure (B)(6) revision 0 which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after placement, the foley catheter was spontaneously removed. Leak from the balloon part. Per notification from investigator on 04dec2025 stated that, cuffing found during evaluation.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received four (5) photo samples. The first photo was a top view of the 3 way catheter with syringe. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation valve with batch # ngjs3674. The fourth photo was of the tray labeling with batch # myjy4509. The last photo was of another tray labeling with batch #myjx2840. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted the balloon had mushroomed (pr# (B)(6)). Attempted to inflate the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but a pinhole 0.013" was found on the balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the after placement, the foley catheter was spontaneously removed. Leak from the balloon part. Per notification from investigator on 04dec2025 stated that, cuffing found during evaluation.

Event description:
It was reported that the after placement, the foley catheter was spontaneously removed. Leak from the balloon part.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.